Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6) product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller battery just died on them yesterday. Patient said the controller was fully charged, but when they plugged it in to charge the implanted neurostimulator, the controller went through a long process and then the screen went blank/unresponsive. Patient reset the controller and the screen came back up, but yesterday was the first day the controller had been nonfunctional. Patient then said they went to plug the controller in to the recharger and saw a message that said batteries low, replace controller batteries soon. Patient plugged controller in to ac power supply without li battery and reported the screen turned on. Patient reinserted li battery, and confirmed the green light was flashing above the screen. Patient inspected recharger cord/plug and said the cord periodically got a little warm, but it did not get uncomfortable. Patient mentioned that maybe twice in the whole period of having the device, the cord got warm enough to irritate their skin, but not enough to bother them. Agent had patient start a recharging session of their implant and patient reported seeing batteries low, replace controller battery soon. Patient stated the screen would go all white and unresponsive when the screen went blank. Patient stated they charge at excellent quality most of the time, but recently there were a few times in the last month where the charging quality went away all together. The issue was not resolved. An email was sent to the repair department to replace the controller.